Manufacturer narrative:
Batch review performed on 09 september 2021: lot 1908425: (B)(4) items manufactured and released on 24-gen-2020. Expiration date: 2025-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Another devices involved: batch review performed on 09 september 2021: stem: amistem p 01.18.403 amistem-p std stem size 3 (k173794) lot 1907040: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 1906461: (B)(4) items manufactured and released on 24-ott-2019. Expiration date: 2014-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability due to a leg length discrepancy and the cause is unknown. 1 year and 2 months after primary the surgeon revised the stem, head, and liner. The surgery was completed successfully.